Event description:
It was reported the patient¿s system went off very often. The patient stated the system went off for no reason. The patient further stated they change the batteries every two weeks. No symptom, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va01tfr, implanted: 2012-(B)(6),product type: lead. Product ID: 3389s-40, lot# v530287, implanted: 2010-(B)(6), product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type: extension.. Product ID: 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type: extension. (B)(4).